Event description:
It was reported that this was an arteriotomy closure of the severely calcified right common femoral artery using a prostyle device after a peripheral interventional procedure using a 6f sheath. Reportedly, the prostyle feet were deployed and the feet pulled back to the vessel wall. Bleeding through the marker lumen did not stop. The device was rotated appropriately and bleeding stopped. The plunger was deployed with no suture seen during plunger removal. The footplate lever was attempted to be lowered and was stuck. After cycling the footplate with relaxing the feet not against the vessel wall and lowering the lever again, it did not close. Fluoroscopy was taken of the site and noted the footplate was caught on the artery. The device was noted to be broken with the wire intact, no portion of the device was noted to be missing. The device was dissected/broken apart to the steel shaft in an attempt to manually close the footplate. Even with manipulation, the footplate lever and feet would not close. The patient was given pain medication. A call to surgery noted surgery would be 1 1/2 hours out. The patient was given general anesthesia. Due to a delay in surgical assistance, it was decided to pull the prostyle device out with counter tension causing a severe tear in the vessel. An attempt was made to control bleeding via contralateral access with a 7f sheath; however, the sheath could not cross over to the right side. Instead, a puncture of the right superficial femoral artery was used to advance an armada balloon to achieve hemostasis. The balloon was inflated and deflated every four minutes to keep the flow in the artery and still control bleeding at the original access site until surgery could be performed. Surgery was performed and a patch was used to repair the artery. The vessel was surgically closed. The patient is doing well. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The reported patient effects of pain and hemorrhage are listed in the perclose prostyle instructions for use, as a known adverse event associated with use of suture mediated closure devices.

Manufacturer narrative:
The device was returned for analysis. The reported guide break, and failure to cycle were confirmed. The difficult to open or close, and difficult to remove could not be replicated in a testing environment as it was based on operational circumstances. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no indication of a lot specific product quality issue. The reported difficulties and subsequent treatments are due to the circumstances of the procedure. It is possible that the angle of insertion or the interaction of the device with the ¿severely calcified¿ anatomy during deployment contributing to the reported guide break. However, it is also likely that ¿reportedly, the prostyle feet were deployed, and the feet pulled back to the vessel wall. Bleeding through the marker lumen did not stop. The device was rotated appropriately, and bleeding stopped¿ indicates that the deployed foot may have interacted with the vessel wall, or calcium, causing the guide break. Once the guide broke this would lead to the suture retrieval issue, and cascading into the difficult to open or close, difficult to remove, and ultimately the tissue injury, and the subsequent treatments. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Medical device problem code 2017 removed.